Manufacturer narrative:
The field service representative removed the water pump and degasser and found plastic particles inside. The water pump head was breaking up and entering the system. He replaced the degasser tank and water pump head and removed plastic particles. He flushed the water line tubes and replaced nozzles and valves. He cleaned the contaminated water out of the water tank and filled it with fresh water. He ran multiple checks, air purges, and primes. Qc passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 5 patient samples on a cobas 8000 e 801 module. Patient 1: the initial result was 137.0 pg/ml. The repeated result was 62.0 pg/ml. A new sample was tested and the result was 49 pg/ml. Patient 2: the initial result was 83.0 pg/ml. The repeated result was 19.0 pg/ml. A new sample was tested and the result was 18 pg/ml. Patient 3: the initial result was 64.0 pg/ml. The repeated result was 5.0 pg/ml. Patient 4: the initial result was 102.0 pg/ml. The repeated result was 35.0 pg/ml. A new sample was tested and the result was 39 pg/ml. Patient 5: the initial result was 39.0 pg/ml. The repeated result was 5.0 pg/ml. The repeated results were obtained on another analyzer. The results were reported outside of the laboratory. The samples were repeated due to the customer noticing out of range qc.

Manufacturer narrative:
The reagent lot number was 72574001 with an expiration date of 30-nov-2024. The field service representative performed checks, tests, and adjustments with acceptable results. He replaced the measuring cells, sipper probes, pinch tubing, and pinch valves. He performed a liquid flow clean and checked adjustments of the pre-wash station and reagent probes. He performed a system purge and prime. A full instrument check passed. During calibration and qc, one of the pinch tubing split and caused a leak. Liquid was found on the home sensors. The sensors were removed and dried. The pinch tubing was replaced again. The investigation is ongoing.